Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer application displayed dots in the electrograms (egm) and the mobile programmer application was unable to establish telemetry with the ipg was confirmed. It was determined that the telemetry connection was lost. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed dots in the electrograms (egm) during the implant of an implantable pulse generator (ipg). Troubleshooting steps were taken to include ending the session and reinterrogating by selecting "last patient", however the mobile programmer application was unable to establish telemetry with the ipg even when placing the patient connector in a sterile sleeve for repositioning closer to the ipg. Further troubleshooting steps were taken to include restarting the host tablet and reinterrogating the patient after suturing. No patient complications have been reported as a result of this event. It was determined at analysis that there was a loss of connection.